Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient did not get voiding track and was not made aware of anything to record. The patient stated that it was tender in the back area where the leads were placed. The patient stated it hurt when the leads were placed. The patient stated to the healthcare professional (hcp) it was killing her during the procedure. The patient stated they did not feel that she had enough medication before placement. Additional information from the patient on (B)(6) reported the patient had a call from hcp¿s office and the patient had another urinary tract infection. The patient was taking medication for that at the time of the report. The patient changed from the left to right lead on (B)(6). Additional information from the patient on (B)(6) reported they had a rough night. The patient changed from the left to the right lead. Additional information from the patient on (B)(6) reported the symptoms wer e worse and she was not working feeling stimulation. The patient increased it from 12.3 to 12.5, and the controller could not go higher than that. The patient mentioned when she sat she had a sore tender spot on her buttocks. The patient was advised to lower stimulation. There were no further complications that have been reported as a result of this event.